Event description:
This device was returned with partial oos documentation from hospital pacemaker consultants. Per the following physician's office, this system was removed, due to infection. This device was replaced with a cylos dr-t, also removed were two medtronic leads.